Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. Customer also reported that drive support cap was loose. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system during the basic occlusion test due to loose or protruded drive support disk.